Event description:
Healthcare professional reports pt experienced sore red eyes. Healthcare professional reports pt diagnosed with injected conjunctivitis. The pt was later diagnosed with episcleritis, hcp reports the pt was placed on fml. Predsol and sofradex eye drops as well as septrim forte. Healthcare professional reports pt recovered at this time.

Manufacturer narrative:
Add'l info rec'd from the customer reveals a baxter dialyzer was not used on this pt. The correct MFR of the dialyzer was notified of this event.